Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in the hospital for 3 days due to high blood glucose value and diabetic keto acidosis. Customer¿s blood glucose value was 551 mg/dl at the time of incident. Customer's other blood glucose was 66 mg/dl, 289 mg/dl, 290 mg/dl, 303 mg/dl, 316 mg/dl. Customer had positive result in ketones test and had symptoms of nausea, vomiting. Customer treated with the insulin pump. Customer did not allege the pump of under delivery. Displacement test was performed and it passed. Drive support cap was normal. Insulin pump will not be returned for analysis.